Event description:
This is a spontaneous report received on (B)(6) 2021 from a retailer regarding a consumer (age and gender unknown) who used col tb classic/extra clean and bristles came off the toothbrush into mouth, one of the nylon bristles was lodged at the back of tongue and into throat, left with psychological problems and also aggravated primary sjogren syndrome. Relevant medical history included sjogren syndrome. On an unspecified date, the consumer started using col tb classic/extra clean toothbrush (frequency unknown). While brushing the teeth with col tb classic/extra clean, nylon bristles came off the toothbrush into the consumer's mouth. One of the bristles lodged at the back of tongue and into the throat. Consumer was able to dislodge the bristle from their throat, but was left with pain. Consumer reported "I thought I was going to choke" and the accident left the consumer with psychological problems and aggravated their primary sjogren syndrome. On an unspecified date, the consumer went to gp and was prescribed an unspecified antidepressant. Action taken with col tb classic/extra clean was unknown. At the time of this report, consumer had recovered from the events of foreign body in throat and mouth and the outcome of other events were unknown. An internal review identified additional contacts from an elderly female consumer which have been incorporated into this case. This case was considered serious based on the information received on (B)(6) 2021. On (B)(6) 2021, consumer reported she had purchased a 3-pack of col tb classic/extra clean on (B)(6)2021. On an unknown date, she brushed her teeth with one of the toothbrushes and felt something in her throat. Consumer was able to cough up the object and reported it was a fine white nylon object. Consumer reported the object "nearly choked me" and "nearly killed me". She also reported the object came from the toothbrush. Consumer reported she has primary sjogren syndrome which affects her mouth, joints, and other organs. On (B)(6) 2021, returned product was received and lot number identified as 44912. On (B)(6) 2021, consumer reported the sjogren syndrome affects her salivary glands, lungs, pancreas, joints, eyes and oral cavity. Consumer reported she experienced extreme anxiety due to the object being stuck in her throat. On (B)(6) 2021, consumer reported she choked on a nylon bristle that came from col tb classic/extra clean. On (B)(6) 2021, consumer reported she was still struggling with psychological issues (depression) as a result of her experience and had been prescribed anti-depressive medication.

Event description:
This is a spontaneous report received on (B)(6) 2021 from a retailer regarding a consumer (age and gender unknown) who used col tb classic/extra clean and bristles came off the toothbrush into mouth, one of the nylon bristles was lodged at the back of tongue and into throat, left with psychological problems and also aggravated primary sjogren syndrome. Relevant medical history included sjogren syndrome. On an unspecified date, the consumer started using col tb classic/extra clean toothbrush (frequency unknown). While brushing the teeth with col tb classic/extra clean, nylon bristles came off the toothbrush into the consumer's mouth. One of the bristles lodged at the back of tongue and into the throat. Consumer was able to dislodge the bristle from their throat, but was left with pain. Consumer reported "I thought I was going to choke" and the accident left the consumer with psychological problems and aggravated their primary sjogren syndrome. On an unspecified date, the consumer went to gp and was prescribed an unspecified antidepressant. Action taken with col tb classic/extra clean was unknown. At the time of this report, consumer had recovered from the events of foreign body in throat and mouth and the outcome of other events were unknown. An internal review identified additional contacts from an elderly female consumer which have been incorporated into this case. This case was considered serious based on the information received on 01sep2021. On (B)(6) 2021, consumer reported she had purchased a 3-pack of col tb classic/extra clean on (B)(6) 2021. On an unknown date, she brushed her teeth with one of the toothbrushes and felt something in her throat. Consumer was able to cough up the object and reported it was a fine white nylon object. Consumer reported the object "nearly choked me" and "nearly killed me". She also reported the object came from the toothbrush. Consumer reported she has primary sjogren syndrome which affects her mouth, joints, and other organs. On (B)(6) 2021, returned product was received and lot number identified as 44912. On (B)(6) 2021, consumer reported the sjogren syndrome affects her salivary glands, lungs, pancreas, joints, eyes and oral cavity. Consumer reported she experienced extreme anxiety due to the object being stuck in her throat. On (B)(6) 2021, consumer reported she choked on a nylon bristle that came from col tb classic/extra clean. On (B)(6) 2021, consumer reported she was still struggling with psychological issues (depression) as a result of her experience and had been prescribed anti-depressive medication.